Manufacturer narrative:
The 23mm commander delivery system was returned unlocked with the partial flex and fine adjust used, with the loader cap still on the flex shaft. The delivery system was visually inspected, and the following was observed: balloon burst confirmed - radial and longitudinal balloon burst with no missing pieces observed and flex tip gouges. Imagery of the patient and the device was provided by the complaint site. Patient imagery showed a calcified annulus and device imagery showed a torn balloon. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). The complaint was confirmed visually. Single wall thickness of the inflation balloon near the observed burst was measured. The balloon single wall thickness at all measured locations were within specification. A lot history review was performed and revealed no additional similar complaints. Work orders related to the manufacturing of the devices and components that could potentially contributed to the complaint were reviewed. None of the other work orders above revealed any issues that may have contributed to the reported event. A review of complaint history from july 2019 to june 2020 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for the reported event. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. Instructions for use (IFU), system preparation manual were reviewed for instructions or guidance for proper use of the commander delivery system with sapien 3 ultra valve. Thv deployment: begin initial deployment with a slow controlled inflation fully inflate and hold for 3 seconds to ensure complete deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization: do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo o if post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/ training deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported event was confirmed based in the condition of the returned device. However, no manufacturing non-conformances were identified during product evaluation. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As reported, the patient¿s annulus and leaflet had a moderate degree of calcification and the presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the complaint event description states, ¿as per medical opinion the balloon burst may have been caused due to very rapid balloon inflation.¿ rapid balloon inflation during deployment may increase balloon pressures leading to potential balloon damage or bursts. During deployment of the valve, the IFU states, ¿using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon.¿ available information suggests that patient (calcification, tortuosity, high angle of root) and/or procedural factors (rapid balloon inflation) contributed to the balloon burst. Since no edwards defect was identified, no corrective/preventative actions are required. Since no product non-conformances or IFU/training deficiencies were identified, a product risk assessment (pra) is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported, 23mm sapien 3 ultra valve case by transfemoral approach in aortic position. During valve deployment, the commander delivery system balloon burst at the final stage of inflation. The patient was not affected and was not hemodynamic comprised.   As per medical opinion the balloon burst may have been caused due to very rapid balloon inflation.